Event description:
It was reported that during a da vinci-assisted surgical procedure, the 30-degree endoscope plus lens was cracked. It was unknown if fragments fell inside the patient. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument associated with this event, but the failure analysis testing has not yet been completed as of the date of this report. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 30-degree endoscope plus was analyzed and the reported ¿cracked in the lenses¿ complaint was not confirmed. There was no failure found in the lenses. Additional unrelated observations not reported by site: the endoscope was evaluated and found with a camera instrument adapter defect. The endoscope was placed through friction test using a screening aide to manually rotate the adapter to detect friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. The camera instrument adapter removed from endoscope housing and evaluated and found with attached endoscope adapter (aea) shaft bearing contributing to friction. Further, the endoscope was visually inspected and found with minor cuts to the cable insulation. The damage was located at zone b in the middle 1/3 of the endoscope cable. The endoscope was also visually inspected and found with cosmetic damage. During inspection the endoscope cable integrated connector housing exhibited discoloration. Visual inspection confirmed.

Event description:
Refer to h11 for follow-up information.